Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/10/2024, it was reported by a distributor via sems-(B)(4) that an ar-13995n multifire¿ scorpion¿ needle broke off. This occurred during an acl reconstruction and meniscal root when the surgeon was using a scorpion with the multifire scorpion needle, attempting to pass sutures through the meniscus when the needle misfired, the surgeon removed the device to find the tip of the needle had broken off. The fragment was not retrieved.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.